Event description:
It was reported that the battery was autoclaved for 3 minutes and left in the autoclave with the door closed for approximately 1 hour. Customer went to remove and found the battery had exploded.